Manufacturer narrative:
The investigation confirmed that vitros crea results reported from a vitros 350 chemistry system as mg/l, which were different from the unit of measure for the same crea results displayed at the customer¿s lis in the units of mg/dl. The difference in crea measuring units would indicate that the crea patient results obtained on the vitros 350 system were 10 times higher than expected. The cause was attributed to user error. The vitros 350 chemistry system in the laboratory was not correctly configured to report vitros crea results as mg/dl, matching the configuration at the customer¿s lis. Once the vitros 350 system and the lis were configured in the same units of measure, it was confirmed that the expected crea result with unit of measure was obtained. The vitros system performed as configured and no malfunction of the vitros 350 chemistry system occurred.

Event description:
A customer reported that after reconfiguring the vitros 350 system to change the significant digits for vitros creatinine (crea) results on (B)(6), crea results obtained from patient samples were higher than expected. Vitros crea results of 8.22 mg/l and 9.0 mg/l were obtained from the vitros instrument and uploaded to the laboratory information system (lis) . However, the lis reported results outside of the laboratory of 8.22mg/dl and 9.0 mg/dl respectively. The correct values if reporting in units of mg/dl should have been 0.822 mg/dl and 0.90 mg/dl respectively. The affect was that crea results reported out of the laboratory were 10x higher than expected when the reporting units were mg/dl. Once identified, corrected reports were issued and there were no reports of treatment altered, initiated or stopped based on the reported results. There was no allegation of actual patient harm as a result of this event. (B)(4).